Manufacturer narrative:
The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: improper application technique. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported that on (B)(6) 2025, the patient experienced a burning or shocking sensation from the electrode - pad - cloth - nissha a10042 while using electrode - adapter - flex. The patient stated the area was bleeding and scabbed over. Additional information was received on 26 december 2025 stating that the symptoms have improved however, their skin has become dark. The patient did not seek medical attention. The patient prepped their skin in shower with dove body wash. The patient clarified that the sensor did not become warm during the time of the event. The patient clarified that the feeling felt like a sun burn sting and after changing the electrodes again red prick marks and blood were noted. No additional information was provided. Additional information was received on 13 january 2026, stating that the dark skin previously noted is not a scar and the patient is waiting for a referral to see a dermatologist. The patient does not have a history of skin sensitivities. No additional information has been provided.